Manufacturer narrative:
The product is not available for evaluation and testing. However, additional info will be submitted within 30 days from receipt. The device is not distributed in the united states; however, it is similar to the palmaz stents distributed in the us.

Event description:
During peripheral stenting, the stent dislodged from the delivery catheter and was identified in the sheath. However, there was no patient injury. The target site was a common iliac artery lesion, which was characterized as heavily calcified and very tortuous with 90% stenosis. A terumo radifocus guidewire and 7french 25cm sheath were used along with the palmaz stent system for delivery to the target site. Direct stenting was attempted; however, difficulty advancing the sheath was encountered due to the heavily tortuous vessel. Additionally, resistance was encountered during advancement of the palmaz stent delivery system through the terumo sheath, and during this advancement, the stent dislodged off the delivery catheter balloon in the sheath. Consequently, the sheath with the dislodged stent and delivery system were withdrawn as a single unit with the guidewire remaining in position. Another palmaz stent and terumo sheath were selected with a stiffer guidewire to treat the lesion with successful results. There were no adverse effects to the patient.